Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported ceramic insulation detaching from the distal end of the resection sheath could not be conclusively determined at this time. The most likely cause of the reported phenomenon is added stress/forces applied to the ceramic insulation at the sheath¿s distal end. The instructions manual contains warning statements in effort to prevent damage to the device. "Visually inspect the sheath¿s ceramic insulation at the distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock, or similar stress can result in damages of the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries of the patient and/or user. Do not use the instrument if damaged."

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the ceramic insulation on the outer sheath's distal end detached while inside patient. The ceramic insulation was retrieved using alligator forceps. As the detachment was observed after completion of the procedure, a replacement device was not used. No patient injury was reported.